Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump suspended delivery and did not know why this occurred. The customer's blood glucose (bg)level was 375 mg/dl and the customer administered a manual injection to address bg level. During troubleshooting with tandem technical support, it was confirmed that the customer received an auto off alarm. The customer was reminded that the auto-off safety feature can be modified or turned off. Customer acknowledged.